Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer also reported for high blood glucose level 209mg/dl. Customer stated that insert battery alarm did not display when battery was removed. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer stated that contact on battery cap was not missed or damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer sated that display did not returned after restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.